Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient urinary retention. It was noted that the device would not activate, and urethral erosion was observed during scoping. The device was removed entirely, and no other patient complications were reported.